Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This review found no anomalies that may have attributed to the reported issue. A visual examination was performed on four consumer-returned companion samples. A defect was observed in one of the samples that may have attributed to the reported event. Investigation pending at time of this report.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She indicated that the event occurred with ten out of fifteen tampons used. She visited a doctor to have the remaining pieces removed.